Manufacturer narrative:
The icf100, intraclude aortic device was returned for evaluation. Some heavy dried blood was visible on the returned components. The catheter was visually inspected and there was a large hole with heavy dried blood in the balloon. Visual inspection was performed with an unaided eye. Instructions state: do not exceed maximum inflation volume as balloon burst may occur. Do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. The root cause of the balloon burst cannot be determined. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. The information gathered in this customer experience report will be included in trend data and future CAPA determination. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
It was reported by the sales rep that the balloon ruptured on the intraclude aortic device while doing the initial inflation of the catheter. The heart was still ejecting so they added more volume than necessary. No damage to patient. The hospital removed the device and replaced with a new one. The case was a difficult arrest, the patient had a large aorta as well as grafts and a lv of 65. Because of the difficulties, arresting the balloon was having a hard time seating against the walls. The md ended up cold fibbing until they could arrest the heart.

Manufacturer narrative:
Device is currently under evaluation into root cause. Manufacturing records have been reviewed and there were no nonconformances associated with the manufacturing of this lot.